Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect and a return of symptoms following a mammogram on (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.